Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was treated with antibiotic drops (date not reported). The implanted device remains.